Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5172476. Please see the following related complaint records (B)(4).

Event description:
Subsequent to the initial MDR, a voluntary MDR/medwatch report was received on 7/24/2025.